Event description:
The manufacturer received information alleging a dreamstation go auto CPAP had smoke coming out of it. The patient reports that about 4-5 years ago the device had smoke coming out of it at the dme office when the device was taken in. The device sounded funny before the thermal event. The device was plugged into wall ac power. The device was returned for evaluation and has not been received. There was no report of melting, warping or voids/gaps in the enclosure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a dreamstation go auto CPAP had smoke coming out of it. The patient reports that about 4-5 years ago the device had smoke coming out of it at the dme office when the device was taken in. The device sounded funny before the thermal event. The device was plugged into wall ac power. The device was returned for evaluation and has not been received. There was no report of melting, warping or voids/gaps in the enclosure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer service center for evaluation, the customer's complaint was not confirmed. During evaluation it was noted that the power supply had thermal damage and there was no power to the device. Further investigation showed evidence of thermal damage to the power supply which was likely why the device would not power on. A dust like contaminate along with hairlike fibers on the top enclosure, pca (printed circuit assembly), bottom enclosure, inlet filter baffle, and the filter. Hairlike fibers were also observed on the power supply. A dust like contaminate was also on the power supply shield, iso port (international organization for standardization), transition tube, blower box top, blower bellow, blower boot, blower box, and the blower. There was evidence of liquid spots were observed on the inside of the top enclosure, power supply (c2 and surrounding area), bottom enclosure, blower box top, blower bellow, blower boot, blower box, blower, and the inlet filter baffle. The blower brass was tarnished due to the potential liquid to the blower. An electrical burning odor was observed. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. A final report is being submitted. If new information becomes available a follow up/supplemental report will be completed.